Event description:
It was reported, by the pt, that post a coronary stenting treatment procedure, hypersensitivity occurred. The pt had a liberte' 4.0 x 16 mm bare metal stent placed to an unk vessel. No pt injuries or complications were reported. The pt reported, that post stent implantation, he has experienced "hypersensitivity via hands and feet like constantly being rubbed by a nylon." Additional info regarding this event has been requested, but not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.